Event description:
Patient was being cardioverted by cardiology dr at bedside in ed. Cardioversion was done by cardiologist who delivered shock, when ed team walked back into the room from outside the door team smelled smoke. Pads were assessed on the top then pads removed also assessed no signs of burn. Then patient's skin was assessed. Zoll pads were removed and packaging given to management. No further orders for skin care at this time ordered by lip [licensed independent practitioner] for patient. Ref: 8900-4006, lot: 0426a, exp: 01-24-2027.